Event description:
It was reported that the battery reamer/drill device kept running after the trigger was released. It was not reported that the event occurred during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run, there was a buzzing noise when the battery was attached and the device was heating up. It was further observed that the device ran intermittently and the internal components were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on mechanical and electronic components from improper cleaning. This is further defined as misuse, abuse and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.